Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port was damaged. A test guidewire was inserted and no indication of resistnace in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. The catheter was used multiple times. After post-stenting, the physician wanted to use ivus, however the catheter tip was stuck at the stent. The catheter was removed, but with difficulty. The procedure was completed with an alternate device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. The catheter was used multiple times. After post-stenting, the physician wanted to use ivus, however the catheter tip was stuck at the stent. The catheter was removed, but with difficulty. The procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.